Manufacturer narrative:
Method and results: no product returned. Could not perform evaluation.

Event description:
It was reported a doctor had an incident occur while performing surgery with a 9009-18 scanlan vascular tunneler sheath and bullet tip. While using the tunneler, the bullet tip came off inside the patient. The bullet tip was retrieved. The doctor made a second attempt with a second tunneler. The bullet tip again came off inside the patient. The second bullet tip was also retrieved.